Event description:
A physician reported that the cut rate of the vitrectomy cutter decreased, making it difficult to properly cut the vitreous during surgery. The procedure completion details were unknown. There was no information reported about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).